Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the control body fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the light guide cable coating damage, the angle wire stretched, the control body corroded, the receptacle corroded, the mecha base plate corroded, the ccd driver pcb corroded, the electrical connector corroded, the light guide cable leak, the ccd driver pcb malfunction, the remote control buttons disinfections damage, the suction channel kink, the angle wire grinding, and the light guide cable collapse; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).